Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400s. The customer changed the supplies on the pump multiple times in attempt to clear the alarm and bloused via the pump to address the bg level. After loading the last cartridge, the customer received an inaccurate fill estimate. While troubleshooting with tandem technical support, the customer received 2 minimum fill alerts. The pump appeared to be contributing to the cause of the reported events. The customer was to use insulin injections to manage diabetes.